Event description:
It is reported that a customer experienced low blood glucose and had to be admitted to the hospital by paramedics on (B)(4) 2014 at st. Josephs in wayne hospital. Paramedics gave him a glucagon shot. Customer thought he was high in blood glucose so he over bloused. Customer was advised that medtronic would call back in 90 days to check on his status. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.